Event description:
It was reported that the patient experienced bradycardia and the device's battery was depleted to the point of no telemetry. Follow-up revealed that the patient had been lost to follow-up and not been seen for several years prior. The implantable pulse generator (ipg) was removed and replaced. No further patient complications have been reported as a result of this event.